Event description:
Complainant alleged that during a cardioversion procedure on a pt, the device self-charged and discharged energy without any user interaction. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.